Manufacturer narrative:
The product was returned for analysis. Both haptics were broken/torn-only one returned. The optic was torn/split-possibly cut. The optic also had additional torn/split/cracked areas and had several stutter scratches on the posterior and anterior surfaces of the optic. Stutter scratches typically result when the lens is advanced too rapidly in the cartridge and/or when the lens is not positioned correctly in the cartridge and/or with an insufficient quantity of lubricating solution. Based on the investigation findings, the reported complaint most likely occurred due to improper handling as a result of not following the directions for use. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested. (B)(4).

Event description:
A hosp pharmacist reported that one haptic broke during intraocular lens (iol) implant surgery. The iol was removed and replaced during the same procedure. In a f/u, the surgeon reported that the event resolved with treatment. One stitch was needed to close the incision and a stitch ablation was performed. There was unplanned hospitalization ((B)(6) 2010 to (B)(6) 2010) to monitor the pt; antibiotic treatment was also administered to the pt. Additional info has been requested.